Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent kyphoplasty. Intra-op, contrast media leaked from the area where the stylet was pulled out of the inflatable bone tamp (ibt). Reportedly,balloons were inflated to 1.5ml on the both sides of vertebral body using lateral image. When the balloons were confirmed by front image, stylet of ibt was pulled out. At the time of adding inflation of balloon, contrast media leaked from the area where the stylet was pulled out. The surgeon stopped the inflation and removed the balloon placed at left side. The surgeon checked the balloon for damage outside the surgical field. It was judged that the balloon was not broken because it could not be inflated under the condition that the stylet was pulled out but it could be inflated with the stylet inserted. The surgeon decided to use the balloon used on the right side to the left side. When image was changed to the lateral image, and right side of ibt stylet was pulled out, contrast media leaked same as that happening on the left side. The left side of balloon was tried to be inflated under the condition that stylet was inserted but the patient¿s bone was hard, so that it could not be inflated. As a result, cement was filled in only the right side and the incision was closed. It seemed that tip of the stylet might have broken the balloons from the inside. The procedure was completed with the original product. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.